Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The patient indicated that the alleged meter started on an unspecified date/time in mid-september. On an unspecified date/time after the alleged issue began, the patient claimed that he developed symptoms of tiredness, exhaustion, insomnia, and sweating. As a result of the reported meter issue, the patient started exercising around the beginning of the same month. The patient denied receiving any treatment because of the battery indicator issue. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, if the patient modified the regimens because of the meter issue, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know when the patient was last able to test with the reported meter and what the last result was. The patient admitted that he had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that dan be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.